Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08456. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used along with a 33 mm watchman® laa closure device and delivery system. The closure device was deployed; however, it was too proximal. It was fully recaptured and removed from the patient. A sweep was performed which showed no pericardial effusion. Another 33 mm watchman® laa closure device and delivery system was used. The access system was not deep seated upon deployment. The closure device was deployed and implanted successfully. At the end of the procedure, a pericardial effusion was noticed. No intervention was required and the patient was stable.